Manufacturer narrative:
Customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range of specification and no errors were observed during control solution testing. No further investigation is necessary.

Event description:
A customer reported receiving a high reading in her freestyle lite blood glucose meter. She reported she lost consciousness and the paramedics were called. They treated her with an unk intravenous solution and glucose. There was no report of being diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.